Event description:
It was reported the screen goes out in certain positions and when you press lower right hand side of screen. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Screen goes out in certain positions and when pressed on lower right hand side of screen. Lvds (low-voltage differential signal) printed circuit board was found loose. Lvds found discolored. Missing medial bay door. System fan is noisy.